Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to recommended charging equipment and outlet, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter and cable, which resolved issue and allowed pump to begin charging, and technical support advised that non-company charging supplies should only be used for troubleshooting and arranged shipment of replacement company wall adapter and charging cable, after which no further assistance was required.